Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to the patient having induced astigmatism. The surgeon noted the patient experienced blurry and double vision following the iol implant surgery. The iol was exchanged for a different model iol. In a follow up, the surgeon reported the event resolved with treatment.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/12/2009 by fax and mail. A completed questionnaire and medical records were received on 10/23/2009. Report was mailed to FDA on: 11/06/2009.